Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and none calcified iliac vein. A 8.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after the first inflation at 14 atmospheres. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.